Event description:
During the removal of a femoral nail, the inserter/extractor instrument tip broke inside the distal fins. The physician was unable to remove the broken tip and the femoral nail was not explanted at this time.